Event description:
In 2007, the lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. She admitted to getting the meter wet about 3 weeks ago and since then has been unable to test her blood glucose. She reported requesting a prescription for a new meter from her doctor (unspecified date), but her doctor would not fulfill her request. She usually tests in the morning and nights. During the 3-week period that she could not test, she was taking her usual novolog dosages (90 units in the morning and 90 units at night). About a couple of times during the 3-week period that she could not test her blood glucose, she indicated that she developed symptoms of high blood glucose levels (thirst, hot, sweaty, and shaky). Since she did not know her blood glucose level, she guessed how much "extra" insulin to take and claimed that she felt better afterwards. She did not report any hypoglycemic events during this time. Her visiting nurse brought a meter to test the patient's blood three days earlier. The visiting nurse usually comes on every friday and does not routinely test the patient's blood glucose levels; however, the doctor wanted to obtain blood glucose results since the patient had kidney difficulties. The patient's blood glucose result was "388 mg/dl" on the nurse's meter. At the time of the test, the patient felt "high". The nurse advised the patient to drink water and to take 45 extra units of novolog in addition to her usual regimen, which helped relieved her symptoms. There is no indication that the product malfunctioned, since there was misuse of the product. However, this complaint is being reported because the patient alleged she was unable to test her approximately 3 weeks and became hyperglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.